Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had physical damage and was also exposed to moisture. Customer was assisted with damage troubleshooting. The customer's blood glucose was unknown at the time of the incident. Customer stated that the insulin pump was dropped a few time and had damage on the upper right hand corner of the screen. Customer was also assisted with troubleshooting for pump exposed to fluid. Customer's blood glucose was 111mg/dl at the time of the incident. Customer stated that insulin pump was submerged in a pool and the screen went blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Unable to confirm display anomaly and unable to perform any testing due to blank display. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.